Event description:
It was reported that the customer received a button error alarm on the insulin pump while priming. The customer's blood glucose was 212 mg/dl. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.